Manufacturer narrative:
B5: upon follow up, it was reported that the patient was discharged sixteen days after being hospitalized. After nineteen days, antibiotic treatment was discontinued. At the time of this report, the patient has recovered from the events. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by stomach pain and cloudy fluid. The breach in aseptic technique was further described as the patient made an unspecified mistake. A day after the event onset, the patient was hospitalized due to stomach pain and cloudy fluid and was treated with imipenem injection (1gm, twice a day, ongoing, route and duration were not reported), cilastatin injection (1gm, twice a day, ongoing, route and duration were not reported) and vancomycin injection (1gm, every 72 hours, ongoing, route and duration were not reported) for the event. At the time of this report, the patient remained hospitalized and was recovering from the event. Dianeal 2.5% therapy was discontinued however, dianeal 1.5% therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.